Event description:
Power port was accessed by rn prior to CT scan of neck. Port accessed with power port needle, blood aspirated from line; several minutes later, it was discovered that no contrast was perfusing through vessels and scan was discontinued. Pt was examined. Area of extravasation was 4x4 inch diameter. Skin slightly tight to touch. Pt's report for her chest xray, findings describe an internal issue with mediport which caused the infiltrate. Mediport became disconnected internally.